Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual and magnifying inspections upon receipt found that the sheath had been kinked. On the segments around the kinks there were no anomalies which would have caused generation of the kinks. The bending resistance of the sheath was determined by bending it to the specified radius of curvature. No generation of a kink was verified. The sheath tube was cut in cross-section at a point adjacent to the kink and inspected under magnification. No anomalies, such as unevenness in the wall thickness were noted. The dimensions were confirmed to meet manufacturing specifications. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation results, it is likely that the actual sample was exposed to some excessive bending forces on the tube. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "use care when handling or adjusting the sheath to avoid damage to the sheath tubing." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI no. - UDI not yet required for this product. The actual device has not been returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : not returned to manufacturer

Event description:
The user facility reported that the guidewire penetrated the wall of the sheath during a procedure. Follow up communication with the user facility confirmed the following information: the patient was in nir for a right ica aneurysm s/p stent coiling and untreated left ica aneurysm; ultrasound was used to evaluate the right common femoral artery; there was no plaque or stenosis identified to preclude access; utilizing ultrasound and fluoroscopic guidance was used on a micro-puncture needle to obtain retrograde access to the right common femoral artery using a single-wall puncture technique; modified seldinger technique was used to place a 5fr sheath; single plane angiography through the sheath was then performed; single plane angiography demonstrated kinking of the sheath as it entered the vessel; because of this, several attempts were made to exchange the sheath for a new sheath over a wire; these attempts were unsuccessful and therefore, elected to abandon right common femoral artery access; manual pressure was applied to the right common femoral arteriotomy for 20 minutes until hemostasis was achieved; upon further inspection the guidewire was found to have penetrated the wall of the sheath and was outside of the sheath; the case continued with access being achieved via the left common femoral artery; the procedure was completed successfully; and the patient's condition was reported as good.